Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 7fr sheath hole prior to a transcatheter aortic valve intervention (tavi) procedure. Reportedly, the proglide device was deployed, but the device could not be removed. The suture had caught on the device and could not be released. A vascular surgeon did a nick and spread (widened the incision with hemostats) to release and remove the device. The sheath was upsized to a greater that 8.5fr sheath and the procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to device entrapment may include, but are not limited to, manufacturing, issue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.